Manufacturer narrative:
The delivery system, cine images and a photograph of the twisted crimp balloon were provided to edwards lifesciences for evaluation. The cine was reviewed by the engineering team and the following observations were made: · the delivery system was bent during delivery system advancement · there was inflation difficulty during deployment · deflation took = 11 seconds as the balloon was inflated for the duration of the 11 second cine. The returned delivery system was visually inspected for any abnormalities. Visual inspection revealed the va marker was able to be pulled, locked and used for full flex. There were no visual abnormalities observed with the crimp/inflation balloon. Dimensional analysis was not performed as there were no applicable measurements to be taken related to the complaint events. During functional analysis, after device decontamination, functional testing was performed on the returned device to evaluate the inflation/deflation time. The inflation/deflation time met the specification. No abnormalities were observed during the inflation or deflation of the balloon. During manufacturing, the delivery system undergoes multiple 100% inspections. In addition, each lot is required to undergo product verification testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint event. It should be noted that this case was performed outside edwards¿s commercial indications. The s3 is not indicated for a pulmonic procedure using the commander delivery system in europe. The complaint was confirmed for balloon-incorrect shape, twisted. However, during the evaluation there was no twist present in the crimp balloon. Therefore, visual inspection revealed no indication that a manufacturing nonconformance contributed to the twist. A review of manufacturing mitigation additionally supports that the delivery system has proper inspections in place to detect issues related to the reported event. It was stated in the description summary that ¿during the procedure, the commander was rotated in order to better position the valve.¿ the twist seen in the photograph was most likely due to the rotation of the device while in the patient. Available information suggests that procedural factors (excessive manipulation of the device) contributed to the complaint event. However, a definite root cause is unable to be determined. The complaints were confirmed for delivery system ¿ inflation difficulty-partial or slow and delivery system ¿ deflation difficulty-partial or slow based on review of the provided cine. However, the delivery system was able to be inflated and deflated within the time specification. Therefore, visual inspection and functional testing as well as a review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of manufacturing mitigation additionally supports that the delivery system has proper inspections in place to detect issues related to the reported events. The inflation and deflation difficulties were most likely caused by the twisting of the crimp balloon. A twist in the crimp balloon would have reduced the inner diameter of the balloon restricting the flow of the saline solution. Additionally, saline solution flow can be restricted by a bend in the balloon catheter. A bend can result in pinching of the catheter. The patient anatomy as seen in the cine did cause the delivery system to bend. Available information suggests that patient (anatomy) and/or procedural (excessive manipulation of the device) factors contributed to the complaints. However, a definite root cause is unable to be determined. No manufacturing or labeling/IFU inadequacies were identified. Available information suggests that patient (anatomy) and/or procedural (excessive manipulation of the device) factors contributed to the complaint events. Review of the complaint history for the month of august 2017 revealed that the occurrence rates did not exceed the control limits of the failure modes, therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transvenous tavr procedure in the pulmonic position, the commander delivery system was rotated in order to better position the 26 mm sapien 3 valve. During deployment, there was severe resistance and also it was very difficult to deflate the balloon. The valve was well implanted but the patient was hypotensive for approximately 2-3 min with a systolic pressure of 31 mmhg and the patient had a reduced co2 elimination for approximately 4 minutes post valve deployment. Additionally, the picture provided showed the crimp balloon is twisted.